Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the tip of the instrument fractured during an extraction of an upper wisdom tooth. The fractured tip became lodged in the sinus cavity. Once the tooth was removed, the surgeon drilled bone in order to reach the fractured piece. The fractured piece was removed and the surgeon prescribed sinus medication and antibiotics as a precaution. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A visual inspection of the returned elevator #77r (part #09-0313 lot 100110i10) shows moderate signs of wear including minor scratches along the handle of the instrument and the tip is fractured. There are no indications of manufacturing defects. The manufacturing history was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to excessive force. The instructions for use (IFU) for this product has the following information provided in the section titled warnings and precautions: when handling sharp instruments use extreme caution to avoid injury: avoid undue stress or strain when handling or cleaning instruments. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: unique identifier (UDI) # (B)(4).